Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the customer kept getting a recoverable error. The surgeon attempted to recover from the error, but it kept coming back. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified several errors indicating the right master tool manipulator (mtm) was having a digital pot health status issue on joint 2. The customer would perform a hard power cycle after the operation. The procedure was completing as planned with no reported injury. Isi followed up with the customer and gathered the following information: system functionality was checked upon powering on the system, and the system initially powered on without errors. The surgeon moved to another surgeon side console (ssc) and completed the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis team. The issue could not be reproduced but was confirmed as having occurred via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. The tests performed via dte and matlab passed. The axis 2 cbal pot was replaced as a precaution.

Event description:
Refer to h11 for follow-up information.